Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed, and attributed to a faulty transistor on the main board. Trend analysis for failures of this type does not indicate an increase in frequency.